Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 18-sep-2029, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(6), ubd: 18-sep-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator (ins). The patient had reported a return of pain. A replacement was performed due to lead migration. The patient stated that they weren't aware of anything that could have caused the leads to move. They denied any falls or trauma. The issue was reported to be resolved.